Event description:
It was reported that customer observed air bubbles or gaps in infusion set tubing between t:lock and infusion site during pumping, with bubbles around half inch to one inch long, and issue was ongoing at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed t:lock connection was straight and secure, used room temperature insulin, and completed cartridge air removal, and after guidance and priming, large air bubbles or gaps no longer existed, customer resumed insulin therapy, and customer acknowledged and understood instructions.